Event description:
While attempting to defibrillate a pt during surgery, the device would not allow discharge. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.